Event description:
It was reported that the unit is intermittently going in and out of stand-by mode.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.